Event description:
This was actually before 2014. I had an inguinal hernia surgery about the year 2000 at (B)(6) hospital in (B)(6). They said they were going to try a new mesh material. It later can apart. I've had to wear hernia belts and briefs for years. But I found out that (B)(6) only keeps surgical records for 10 years. I currently had an open hernia on my lower right abdomen.